Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 297 mg/dl. The customer treated with a manual insulin injection. The customer reported a motor error from the insulin pump. The customer also reported a no delivery alarm from the insulin pump. The customer was unable to troubleshoot because he was driving. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm or motor error alarms were noted. However, the drive support disk was found slightly loose. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.